Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer stated the cell-dyn sapphire analyzer's aspiration probe failed to return to the upper position. The customer was asked to replace the aspiration probe and vent head assembly. The customer restarted the analyzer, successfully assayed quality controls and samples and determined the analyzer was working within specifications. There was no impact to patient management.